Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-01795 pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2018-01796 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands successfully deployed; however, the bands failed to remain attached to the varix and fell off. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.